Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. It was reported that the device failed to power on with either button press or test strip insertion. As a result, the customer experienced hypoglycemia with symptoms described as shaking and a loss of consciousness and was unable to self-treat, requiring third-party administration of sugar and honey for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. Reader powered on with button depression. Therefore, issue is not confirmed. At this time cable and adapter has not yet been returned . An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section d1 (brand name ) was incorrectly submitted in the previous report. Correction has been made.  All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. It was reported that the device failed to power on with either button press or test strip insertion. As a result, the customer experienced hypoglycemia with symptoms described as shaking and a loss of consciousness and was unable to self-treat, requiring third-party administration of sugar and honey for treatment. There was no report of death or permanent injury associated with this event.